Event description:
It was reported that during a device implant procedure, the right ventricular lead showed high, out of range impedance after multiple repositioning attempts and the atrial lead could not be implanted due to an unspecified helix failure. Both leads were removed. The patient was stable.

Manufacturer narrative:
The reported field event of helix anomaly could not be confirmed in the laboratory. The inner coil and helix were damaged during the stylet removal process. Further testing could not be performed due to the damages that occurred during the procedure.